Event description:
It was reported that the 6600 system would not save images with the foot-switch. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller board, mother board, communication board, and control panel processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.